Event description:
On (B)(6) 2011, patient reported her infusion set cannula was bent when she pulled out her infusion set. Patient stated this is raising her blood glucose. Patient reported she was in the hospital and diagnosed with ketoacidosis on (B)(6) 2011. Patient stated her blood glucose was 30 mmol/l (540 mg/dl) when she went to the hospital. Patient reported they gave her manual injections of insulin to bring her blood glucose down. Patient stated she was in the hospital for 8 hours and then they released her. Patient's normal blood glucose is 7.0-8.5 mmol/l (126-153 mg/dl). Patient reported she tested her blood glucose this morning and it was 3.3 mmol/l (60 mg/dl) and that before calling it was 11.0 mmol/l (198 mg/dl). Patient stated she is using the insertion assist plus device. Patient reported she did not have any errors on the infusion device. Patient stated insulin was backing up in the infusion tubing and not coming through and that is what was causing her blood glucose to elevate. Advised on using a longer infusion cannula. On call back on (B)(6) 2011, patient reported she has not been able to try the new infusion sets yet. On follow up call on (B)(6) 2011, patient reported the new infusion sets are working better for her. Product was replaced and requested return of the alleged product for evaluation.